Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/2017; checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 529 mg/dl and that her omnipod personal diabetes manager (pdm) would not deactivate the pod. A reset was preformed with a paper clip and she removed the batteries from the pdm for it to work. She was having shortness of breath and was not feeling well so she went to see her doctor. They told her that there were signs of diabetic ketoacidosis so they took some blood work and will let her know tomorrow what her results are. She was able to successfully activate a new pod while on the phone with me. There were no further information regarding the hospital visit or to the patient¿s treatment.